Event description:
Minihip revision due to stem fracture.

Manufacturer narrative:
Case#: (B)(4). Initial report. Additional information including primary usage information, whether any other corin devices revised, date of primary surgery, post primary x-rays, operative notes (primary and revision), patient information, any conditions the patient had which could make the patient susceptible to falls etc., whether the patient enjoys any activities which could add weight stresses (i.e. Weightlifting), whether the patient experienced any slips / falls or other trauma post primary surgery, whether the patient followed correct post-op protocol, whether the explant is available for examination and an update on the patient has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. Upon receipt of the device lot code, the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4) final report. Additional information including primary usage information, whether any other corin devices revised, date of primary surgery, post primary x-rays, operative notes (primary and revision), patient information, any conditions the patient had which could make the patient susceptible to falls etc., whether the patient enjoys any activities which could add weight stresses (i.e. Weightlifting), whether the patient experienced any slips / falls or other trauma post primary surgery, whether the patient followed correct post-op protocol, whether the explant is available for examination and an update on the patient was requested in order to progress with the investigation of this event, however, not all information was provided and thus the scope of this investigation was limited. The fractured stem could not be provided for examination. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the reported stem fracture could not be determined. Therefore, this case is now considered closed. However, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.